Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco health care/kendall in 2008 that a customer had a problem with a dialysis catheter. Customer stated that a mahurkar maxid is broken. The catheter had to be exchanged.